Event description:
It was reported that the patient complained of pocket stimulation for 3 weeks. The lead was programmed to unipolar due to autocapture. When programming was switched to bipolar for testing, loss of capture was noted. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.